Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left arm. The de novo 80% stenosed target lesion was located in the mildly tortuous and mildly calcified fistula. Pre dilation was performed with an ultra thin sds balloon and a non bsc balloon catheter with residual stenosis of 80%. A non bsc covered stent was implanted at the target lesion. An 8x40 mustang otw balloon catheter was advanced for post dilation of the target lesion. During the first inflation at 30 atms, a balloon rupture occurred. The balloon catheter was removed. The procedure was not completed due to target lesion dilation issues. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).